Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen screen due to critical pump error alarm. Device received a broken force sensor was detected during seating or regular delivery error alarm because the force sensor cable is incompletely plugged in.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error and frozen display. The customer¿s blood glucose was unknown. Customer stated insulin pump was exposed to a high magnetic field. Customer reported they were unable to clear the alarm. Customer reported the time clock did not advance. Customer is not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer reports the screen is not completely blank. Alarm occurred during the time that the buttons were not responding. Pump buttons did not begin to work in less than 5 minutes without battery change. Customer is unable to try pump with remote. The insulin pump will be returned for analysis.